Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to t-wave oversensing. The patient is expected to be seen in-clinic for follow-up and troubleshooting. The s-ICD remains in service. No additional adverse patient effects were reported.